Manufacturer narrative:
G4:29jan2021. B4:09feb2021. The customer reported there was no patient involvement at the time the issue was discovered. The patient was waiting to be placed on the ventilator but not yet on it and they had to bring another unit to start therapy. The device was being set up when issue occurred and did not come in contact with patient. The customer replaced the power switch overlay to resolve the reported issue. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying alarm led failed error message. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The rse advised the caller to replace the power switch overlay. The remote service engineer (rse) provided part ID for the power switch overlay.

Manufacturer narrative:
G4:24feb2021. B4:04mar2021. H11:g5:k102985. H10: the customer evaluated the device with assistance from the remote service engineer (rse). The reported issue was confirmed. The rse advised the caller to replace the power switch overlay. The customer also observed that the device's on/off button was not working. The customer replaced the power switch overlay to resolve the reported issues. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.